Manufacturer narrative:
Patient information was not provided for reporting. Additional device code: hrx. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number was not provided. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the connecting part of the ria reamer head broke off during the assembly of system by hand. No patient harm was reported. Patient outcome was reported as same as intended. There was approximately 5 minutes of delay in surgery. Procedure was completed successfully. This report is for one (1) 16.0mm reamer head-sterile for reamer/irrigator/aspirator. This is report 1 of 1 for (B)(4).